Event description:
(B)(4). I bleed 4-5 heavy periods a month. The cramps are so bad that I can't move. I have blood clots I pass weekly now that I have the essure. The doctors don't know that's going on and this problem has only started once I got the essure in. Please help me.